Event description:
A healthcare professional reported that whitish spots were noted on a patient's cornea postoperatively after viscoelastic product was used during their procedure. The patient experiences a hindrance to their vision. Additional information has been requested.

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Without a sample or identified lot number, no lot specific investigation can be performed. All batches are released according to the required specifications. With the available information, this complaint report cannot be verified. Additional information has been requested, but none has been received. (B)(4).